Manufacturer narrative:
The event of delayed healing is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: delayed healing.

Event description:
Patient reported "requiring hyperbaric wound treatment", side unspecified for a breast implant inserted several weeks ago. Device remains implanted.